Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify a21 alarm due to a64 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 503 mg/dl, 263 mg/dl. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin pump error alarm and also insulin pump keeps restring automatically. Customer reports they were able to clear the alarm. Customer not able to complete rewind. Customer stated drive support cap appears normal. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.